Event description:
Three different anesthesiologists have complained that their pts "didn't get numb" using our trays - other descriptive: "pt legs felt warm and tingly, but never went numb." Pt #2 of 3 c/s (cesarean section). On (B)(6) 2013, customer reports spinal done using different medication, no harm done (slee).

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.